Event description:
Customer reported that when the c is moved from ap to lateral, the image cuts out and the technique goes to max. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the high voltage cable. Sys operates as intended.